Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the the foley catheter was defective while filling and emptying system and it did not deflate. The catheter was found to be clogged.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley catheter was defective while filling and emptying system and it did not deflate. The catheter was found to be clogged.